Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center. A primary visual evaluation confirmed the reported complaint the foot switch doesn't work and also found that the foot switch was broken. However the foot switch was deemed non-repairable and was returned to the customer unrepaired as per customer request, hence is unavailable to be sent for further evaluation. The broken foot switch is most likely a result of user mishandling of the device or a possible fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the vapr3 footswitch *ea device did not work. During in-house engineering evaluation, it was determined that the device was broken. There was no procedure nor patient involvement reported. No additional information was provided.